Manufacturer narrative:
H3: product analysis of part#: 54850017545, lot#: h5758016 visual and optical examination confirmed the screw has broken at the base of the bone screw head. Optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to bone screw breaking. Macroscopic examination of the fracture surface revealed some surface smearing and a small area of gently convex striations throughout the fracture. The lower threaded portion of the screw appears to be damaged from the removal process. This type of damage is consistent with cyclic fatigue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in minimally invasive spinal transforaminal lumbar interbody fusion (mis-tlif) at l5-s1 for revision l5-s1 posterior lumbar fusion/modification of hardware. It was reported that the patient had posterior thigh/leg pain with left foraminal stenosis and the plan for the procedure was to remove the left sided set screws and rods, re-evaluate the decompression and confirm that the left screws were not loose and confirm that the cage had not migrated posteriorly. The set screws were removed successfully. When the surgeon went to remove the rod, the tulip of the s1 screw was discovered broken from the shaft of the screw. The surgeon re-evaluated the right sided hardware and discovered the same situation. The interbody was evaluated and had shifted posteriorly. The surgeon used a tamp and inserted the cage forward. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that there is no allegation/malfunction associated with cage, rods and set screws.

Manufacturer narrative:
Radiographic image review assessed that lateral x-ray l5-s1 interbody fusion no obvious hardware complication seen on provided image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.